Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was exhibiting high pacing impedance. Lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A partial lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.